Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Manufacturing location: supplier- (B)(4), packaged by: (B)(4). Manufacturing date: september 30, 2003. Part 357.369, lot 4545108: no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent left hip trochanteric fixation nail (tfn) nail procedure on (B)(6) 2016 and during the surgery the blade guide sleeve for the tfn nail and buttress nut became stuck together when they were first threaded together. Upon further review it was noted that threading on both devices were damaged. Back-up instruments from another set were available for the surgeon to successfully complete the procedure. There was a two (2) minute delay reported. No harm was reported to patient as a result of the delay. This is report 1 of 2 for com-(B)(4).

Manufacturer narrative:
Product investigation summary: the following two (2) devices were received with the complaint category of ¿device interaction: does not fit with other parts.¿ one (1) blade guide sleeve for trochanteric fixation nails (part 357.369 / lot 4545108); one (1) buttress/compression nut (part 357.371 / lot 4546697). A device history record (DHR) review, visual inspection, functional test, and drawing review were performed as part of this investigation. The complaint condition could not be confirmed as the devices were found to assemble and disassemble as intended. No functional issues were observed throughout testing. A DHR review was performed for each of the returned devices with no non-conformance reports noted during production for either. The investigation showed that the helical blade inserter is a component of the titanium trochanteric fixation nail (tfn) system, which is intended for the intramedullary fixation of proximal femur fractures. The buttress/compression nut is threaded onto the blade guide sleeve and is contained in the aiming arm. It can be turned clockwise to buttress the blade guide sleeve up against the lateral cortex of the femur, or it can be turned counter-clockwise to compress the fracture by drawing out the inserted helical blade. The returned devices were received intact with significant surface scratches, nicks, and wear consistent with significant use over the approximately 13 year lifespan of the devices. When tested functionally, the buttress/compression nut could be advanced over the entire threaded length of the blade guide sleeve. At no time did the devices fail to assemble or disassemble; no functional issues were observed throughout testing. Thus, the complaint condition for these devices is unconfirmed and could not be replicated. A review of the current design drawing / manufactured revision for the blade guide sleeve and the buttress compression nut was performed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.